Manufacturer narrative:
Retainer ring = black. Customer complained on (B)(6) 2021 the pump is overheating and the display is frozen then went blank. Pump alarmed critical pump error after battery installation. No blank or frozen display noted. Was unable to clear critical pump error holding back and down arrow buttons. Unable to download to crest or thus holding back and down arrow buttons due to constant critical pump error. Pump received with burned force sensor, burned keypad flex connector and moisture damage on pcb1 board. Unable to perform selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement and sleep current measurement test due to critical pump error. The following were noted during visual inspection: scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. Critical pump error after battery installation and no blank or frozen display noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion insulin pump, which is not marketed in the insulin pumped states. However, the device is similar to the paradigm real-time insulin infusion insulin pump, which is marketed in the insulin pumped states.

Event description:
Information received by medtronic indicated that the insulin pump had a frozen display. The customer stated that screen started flickering and got very warm and then turned off on its own. Customer stated that at time of incident they were staking shower and were disconnected from pump. Customer stated that the battery change did not resolve the issue. Customer stated that no contacts were damaged on battery cap. Customer stated that no damage to pumps retainer ring occurred. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.